Manufacturer narrative:
Date rec'd by MFR: 24apr2019. A light emitting diode (led) circuit panel was returned for analysis. A visual inspection of the returned component was performed and found traces of broken and contaminated. An investigation was performed and the product analysis technician reported that the root cause was isolated to the damage on the led circuit panel. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22jan2019. The philips service engineer (se) inspected the device. The se found the ventilator front panel overlay indicator was not working. The se replaced the power status overlay and the ventilator passed all testing.

Event description:
It was reported that the ventilator was not booting up. There was no patient involvement. The event date was not specified; estimate used.